Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 5.1, retest inratio: 4.4. Pt's target therapeutic range is 2.0-3.0. Results done within 5 minutes of each other.

Manufacturer narrative:
Investigation pending.